Manufacturer narrative:
Unit received with high sleep current and low battery alarms in the pump trace download due to corroded pcba1 at the j7 / j5 connectors. Unit passed self test and displacement test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Unit received with minor scratched display window, case and keypad overlay texture damaged. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had low battery alert less than 1 week. Blood glucose was 19.3 mmol/l. The insulin pump will be returned for analysis.